Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was reported the patient was having a MRI due to a head injury and memory loss. The patient was having an MRI of the head with and without contrast. It was noted the procedure was not due to a problem with the device or therapy and no signs, symptoms or diagnosis were reported that were related to the device or therapy. However, it was also noted the patient told the hcp that the pump was "not working" anymore. Further information was not provided regarding the pump ¿not working¿.